Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen [2000 mcg/ml] at a dose of ¿725 mcg/ml¿ via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that there were multiple motor stalls in the logs, the first one being on (B)(6) 2017. It was stated that any environmental/external/patient factors that may have led or contributed to the issue were ¿na.¿ the logs/alarm were reported as diagnostics/troubleshooting performed. Surgical intervention occurred as the pump was completely explanted and replaced on (B)(6) 2017. It was indicated that the explanted pump would be returned by the manufacturer's representative. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from a healthcare professional (hcp) via a manufacturer's representative on (B)(6) 2017. It was indicated that the device had been placed in the mail. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017. The pump logs show returned with the pump show a motor stall on (B)(6) 2017at 09:26 with a recovery at 16:01, a motor stall on (B)(6) 2017 at 01:17, followed by a recovery and another stall 13:52, with a final recovery at 18:35. Estimated eri (elective replacement indicator) for the pump was 2 months. No further complications were reported or anticipated.